Event description:
Patient had initial placement of dorsal plate in left first mpj on (B)(6)2010 in outpatient surgery with no complications noted. Two occurrences of swelling and possible infection were treated post surgery with antibiotics by an unrelated medical facility. Patient referred to wound ctr on (B)(6)2010 where further surgery for abscess was determined necessary and patient was admitted. Surgeon found the dorsal plate cracked, removed and replaced on (B)(6)2010, patient discharged (B)(6)2010. Fractured plate sent to microbiology for culture and then due to no further instructions per microbiology policy, the plate was discarded.